Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was discovered that the rotation control wire had broken. The wire was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's camera would not rotate. There was no adverse patient involvement reported. There was no patient information reported.